Event description:
The device was returned from customer for service. During service by baxter technician, the device was found to have failure code 812:02 in the event history. Customer reported there were no patient injuries or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated at a baxter service center. The reported condition of failure code 812:02 was confirmed. The pumphead module was found to be functioning outside of specification which caused the failure to occur. The pumphead module was replaced and the device was returned to the customer fully operational.